Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked for the cause of the implant not incrementing past 50% they reported that nothing was found to be wrong and thought it had slowed down. Patient said they made a mental error of thinking it was charging at to slow of a pace. To resolve the issue, a manufacturer representative (rep) went through the system and explained it to the patient. The issue was resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable neurostimulator (ins)  would not increment past 50% regardless of charging attempts. The problem began during the past week. The battery was displaying 50% charge, the charge quality was excellent, and the charging speed was set to fastest. The patient was advised on how to start a charging session and check charging status using the recharger application, and expectations for charging duration were reviewed. The patient was recommended to continue charging and monitoring the battery level, and to follow up with their managing healthcare provider if the battery level did not increase. No patient complications have been reported as a result of this event.